Event description:
A medtronic representative reported that the straight suction became bent during a functional endoscopic sinus surgery, after registration/verification/use. They noticed the probe was bent while still performing the surgery because the navigation system didn't recognize/verify the instrument after it became bent. The surgery continued and was completed with navigation. No reported impact on patient outcome.

Manufacturer narrative:
Patient information now provided. Suspect probe returned for analysis. The ent application shows red status and says "failed verification" when the probe is connected to the system. The suction fails verification with an error of 2.4mm.

Manufacturer narrative:
Provided correct lot number and device manufacture date.

Manufacturer narrative:
Patient information is not available at this time. The device manufacture date is unavailable at this time. A new straight suction has been sent to the site for issue resolution. The suspect straight suction has not been returned for further investigation.